Event description:
It was reported that the customer was hospitalized due to a malfunction. His blood glucose level was 348 mg/dl. The customer was recovering from a diabetic ketoacidosis. The product was not returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 3004209178-2015-48144 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.